Event description:
It was reported that the tip of the bd luer-lok¿ syringe was melted. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "melted tip x 1".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: one sample was received in a separate bag with a claim of melted tip. After inspection, it was observed that the sample had a deformed tip in which some portion of the barrel¿s tip is melted. Potential root cause for the barrel tip deformation defect with the marking process. A device history record review was completed for provided lot number 1331232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the tip of the bd luer-lok¿ syringe was melted. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "melted tip x 1".